Event description:
In 2009 the lay user/patient contacted lifescan alleging the one touch lancing device's cap was loose/falls off. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said she felt irritable, had a headache and frequent urination on about 24 hours after she lost the cap on the lancing device. The patient took 15 extra units of novolog as treatment that day for the symptoms. The patient takes her insulin based on a sliding scale. It would be helpful to know how the patient adjusts her insulin based on the sliding scale, whether the patient was able to test despite not having a cap on the lancing device, and how long after she took extra insulin she felt better. It was determined during the troubleshooting telephone call there was no misuse of the product. The product was not new (out of box). This complaint is being reported because the patient alleged the lancing device's cap was loose/fell off and reportedly developed symptoms indicative of hyperglycemia about a day after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.